Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure was the heat exchanger is leaking. Additional malfunctions were pilot valve is leaking, compressor intake filter replaced, and the pe valve is leaking.